Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without svd and/or nsvd. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm edwards surgical valve in the aortic position underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. The tavr procedure was performed with a 26mm 9750tfx transcatheter valve. The case went as planned and concluded with successful deployment of the transcatheter valve.

Event description:
It was learned via the patient registry that a patient with a 25mm 2700tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 11 years, three (3) months due to unknown reasons. The tavr procedure was performed with a 26mm 9750tfx transcatheter valve. The patient was noted to be in recovery post procedure. There was no investigational evidence that the disabled surgical valve had prematurely failed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: a1, a2, a3, b4, b5, d1, d4, d6, g3, g6, h2, h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies.